Event description:
A malfunction alarm was reported on the customer's tandem pump, identified by malfunction code 0. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and call if any further malfunctions occur.